Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information provided by the surgeon indicates he could not recall the threshold setting used during the intervention. The stim current was at 0.8ma or 1ma. The doctor always checks that [stim current] prior to the intervention. The surgeon indicated that the nim normally alerts very easily when approaching the facial nerve, even if it is still in its osseous hull (shell). However, this time the nim did not rang (alert) at any moment even when the nerve was outside the osseous hull. At the end of the intervention the nim rang (alerted) at a power of 2ma in the distal part of the nerve. The nerve was already injured. The facial nerve had an atypical position, more superficial and a major osseous dehiscence. Directly under the mastoidites cells without any osseous hull. The surgeon expected a ring (alert) immediately when he took off the cells under it.

Manufacturer narrative:
The coding for this event has been updated to reflect the findings from the investigation to suggest inadvertent use error as the contributing cause. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: information references the main component of the system. Other relevant device(s) are: product ID: 8253200, serial number: (B)(4), UDI#: (B)(4). Product analysis is unavailable; the devices have not been returned for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
This report was received from a medical facility: prior to beginning a cochlear implant procedure, the nim system was tested for functionality; there was no dysfunction. The electrodes were placed on the patient by the surgeon. A new test for functionality was performed by manually tapping slowly on the patient¿s face near the electrodes; a response was noted on the monitor. When the procedure began, the surgeon noted that the nerve was ¿atypical, very in surface¿. As the procedure continued, there was no sign from the device, even during the approach of the nerve. Because of the atypical presentation of the nerve the surgeon then asked for a stimulator probe, which did not elicit a response. The lack of response indicated to the surgeon that they were not near the nerve and drilling continued. There were no signs during the section of the nerve during drilling; the operative team was surprised that the nim was ¿not making as much noise as it usually does¿. At the conclusion of the procedure, the nerve was tested using the stim probe; one part of the nerve ¿answered¿, elicited a response on the monitor, the other side did not. The patient was found to have facial paralysis, grade 5, in post op.

Manufacturer narrative:
The analysis for the nim mainframe concluded that the audio pcb failed which resulted in no sound when turning the unit on and off. Other relevant device(s) are: product ID: 8253200, serial number: (B)(4), UDI#: (B)(4). Analysis results found no functional defects; the cable clip was loose due to worn wave washers. If information is provided in the future, a supplemental report will be issued.

Event description:
This report was received from a medical facility: prior to beginning a cochlear implant procedure, the nim system was tested for functionality; there was no dysfunction. The electrodes were placed on the patient by the surgeon. A new test for functionality was performed by manually tapping slowly on the patient¿s face near the electrodes; a response was noted on the monitor. When the procedure began, the surgeon noted that the nerve was ¿atypical, very in surface¿. As the procedure continued, there was no sign from the device, even during the approach of the nerve. Because of the atypical presentation of the nerve the surgeon then asked for a stimulator probe, which did not elicit a response. The lack of response indicated to the surgeon that they were not near the nerve and drilling continued. There were no signs during the section of the nerve during drilling; the operative team was surprised that the nim was ¿not making as much noise as it usually does¿. At the conclusion of the procedure, the nerve was tested using the stim probe; one part of the nerve ¿answered¿, elicited a response on the monitor, the other side did not. The patient was found to have facial paralysis, grade 5, in post op.